Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient noted after programming he was good for about 10 days and then he became worse. In later reporting, it was noted that the patient was experiencing a loss of therapeutic effect. The patient had been getting reprogrammed every three weeks and at their last session their symptoms got worse. The patient's off time had increased by 50%. During his on time the patient wasn't walking well and during his off time he couldn't walk. The event occurred following a fall; the patient fell from a sitting position and bumped their head. Since the fall the symptoms had been gradually getting worse. It was noted that the hcp programmed around the electrode vs along the lead; symptoms were worse. Additional information was requested.